Manufacturer narrative:
Initial reporter phone: (B)(4). The bwi product analysis lab received the device for evaluation on 01-jul-2022. The device evaluation was completed on 07-jul-2022. The device was returned to biosense webster for evaluation. A visual inspection and screening test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed a hole in the pebax and foreign reddish material was observed inside of it. A screening test was performed and the device was visualized and recognized correctly. However, the force vector was observed inverted and hi force was displayed. Since the sensor values were found within specifications, this issue could be related to the reddish material inside the pebax. However, the root cause of the damage on the pebax could not be determined, but it was concluded that it occurred outside the biosense webster, inc. Manufacturing facilities. A manufacturing record evaluation was performed for the finished device 30749529l, and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed that the pebax was damaged. Initially, it was reported that an error code could not be checked. At the same time ablation started, force became hi. It occurred when ablation was started. The cable was changed but the issue was not resolved. The procedure was ended normally with changing the catheter. Blood contamination was visually confirmed inside the transmitter. Electrical signal of ablation was displayed on both the lab and carto3. The procedure was completed without patient consequence. Additional information was received. The error code could not be confirmed. Force becomes hi at the same time as the energization starts. Issue occurred one hour after catheter use, during ripv cauterization, etc. When starting energization. The cable was replaced but it did not improve. The procedure was successfully completed by replacing the catheter. Blood contamination was visually confirmed inside the transmitter. The potential of abl in lab and carto was displayed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The high force issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The blood contamination was visually confirmed inside the transmitter was assessed as not MDR reportable for foreign material inside the pebax with no external damage. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-jul-2022, the pebax was damaged and foreign reddish material was observed inside. The pebax damage was assessed as MDR reportable. The awareness date for this reportable lab finding was 07-jul-2022.

Manufacturer narrative:
Additional information was received on 14-sep-2022. The sheath used was a vizigo,8.5fr. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The catheter pebax was not physically damaged. Therefore, the d 10. Concomitant medical products and therapy dates field was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).